Manufacturer narrative:
Device evaluation by manufacturer: the carotid wallstent device was returned for analysis. The device was received with the stent fully deployed from the delivery system. No damage or issues were found with the deployed stent. A visual and tactile inspection identified a complete break of the outer sheath located approximately 35mm distal of the main t-valve. A second separation of the sheath was also identified located approximately 70mm distal of the guidewire port. The second sheath separation displayed evidence of possible dissection with a sharp implement. It is not known why the device was dissected. The distal section of the device including a section of inner and outer sheath, the stent holder and cups and the tip was not returned for analysis. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 22apr2025. It was reported that deployment issue occurred. The target lesion was located in the right internal carotid artery. A 10.0-31 carotid wallstent self-expanding stent was advanced for treatment. However, a resistance were encountered during deployment, making it impossible to unsheath the stent. As a result, the proxial wire became bent and had to be removed. The procedure was completed with a non-boston scientific device. There was no patient complications noted as a result of this event. However, returned device analysis revealed a sheath separation approximately 70mm distal of the guidewire port.